Event description:
The complainant reported that a vaxcel pasv PICC was implanted in a male pt in 2008. About one week later, it was found that the device had developed a hole or tear just after the suture wing, and just before the insertion point. The hole or tear was reported to be 1/3 of the diameter of the line in size. The complainant reported that the nurse replaced the PICC, and that there were no pt complications as a result of the reported problem, and that the pt is fine.

Manufacturer narrative:
This device has been received by this MFR, but a physical eval has not yet been performed. At this time, we are unable to determine if the device met specification, and unable to determine the relationship between the device and the cause of this event.